Manufacturer narrative:
Additional information: medtronic received information that the suspect vertek arm was tightening and there was no malfunction with the unit.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis. A representative went to the site and confirmed that the vertek arm is now functional.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the articulating arm was no longer locking in place. There was no patient present when this issue was identified.